Event description:
It was reported both extensions were explanted and replaced. It was stated the patient had pain in the connection site in the scalp. It was noted the left and right extensions were tightly coiled under the scalp. It was noted there was no patient death and no patient injury. It was stated the patient recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # va02y9t, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot # va0214q, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type extension. (B)(4). Analysis of the first extension (s/n (B)(4)) found no anomaly. Analysis of the second extension (s/n (B)(4)) found no anomaly.